Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (disease progression; neck dilatation) evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 77 months ago. It was reported that the patient presented at the hospital for an unknown reason. The patient has a 3-3.5 cm migration and from the CT scan, the graft measured 22 mm. The proximal neck is conical going from 20-27 mm over 3 cm. It was reported that the patient had a secondary intervention and was successfully repaired with another manufacturer's stent graft. No additional clinical sequelae were reported, and the patient is fine.